Event description:
The tip of the electrode entered the joint supposedly without any major resistance on the tip. The dr stepped on the yellow pedal to begin ablating tissue and the ceramic broke. The pieces were removed by the surgeon.